Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle mechanism did not function as intended. The pod was worn on the patient's arm for less than 1 hour. The patient's blood glucose levels rose up to 250 mg/dl.